Manufacturer narrative:
Results: no damage was observed on the hub and the catheter. Conclusions: evaluation of the returned neuron max revealed an undamaged device. The device was returned with the hva attached to its hub. The hva was removed from the hub without issue. During functional testing, a demonstration hva was able to attach to the hub of the returned neuron max without issue. The reported complaint could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, after the physician advanced the neuron max, it was noticed that the cross-cut valve was unable to be fixed into the hub of the microcatheter. Therefore, the neuron max was removed. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.